Event description:
During initial assessment of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing for a volumetric accuracy failed to meet specification.

Manufacturer narrative:
(B)(4). During initial assessment of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine while under testing failed volumetric accuracy. Results of full evaluation to follow.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The assignable cause for the issue of failed fill 1, drain 1, fill 2, drain 2 volumetric accuracy was determined to be a broken piston. The piston will be scrapped and device will be sent to service area for servicing. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.